Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-03284. It was reported that the patient was not receiving effective therapy from their system. It was found that the leads had high impedances and a possible fracture. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the leads were explanted and replaced, resolving the issue.